Event description:
It was reported that the patient alert sounded for high impedance and high short interval count, due to lead fracture. It was observed that the sleeve was not used for fixation. The lead was replaced. No patient complications were reported as a result of this event.